Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('device migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 2 and recurrent abortion. Concurrent conditions included anesthesia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removal and essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation and complication associated with device outcome was unknown. The reporter considered complication associated with device, device dislocation and perforation to be related to essure. The reporter commented: according to medical records: bilateral tubal ostis were easily visible. The left tube was cannulated and after deployment, five coils were seen. In a similar fashion in the right tubal ostis, coils were deployed and six coils were seen. There were no complications this surgery. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received medical device removal replace with new event perforation , migration was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('device migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 2 and recurrent abortion. Concurrent conditions included anesthesia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removal and essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation and complication associated with device outcome was unknown. The reporter considered complication associated with device, device dislocation and perforation to be related to essure. The reporter commented: according to medical records: bilateral tubal ostis were easily visible. The left tube was cannulated and after deployment, five coils were seen. In a similar fashion in the right tubal ostis, coils were deployed and six coils were seen. There were no complications this surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.